Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 512 mg/dl. The customer also had a prior blood glucose of 520 mg/dl due to a bent infusion set cannula. The customer also experienced no delivery alarms in conjunction with their hyperglycemia. The customer treated via manual insulin injection. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis. Unomedical set-mmt-399; frn-mmt-332-reservoir.